Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient reported unable to see as well as expected. The iol was exchanged in a secondary procedure, for a different model iol, but with the same diopter. Additional information was expected.

Event description:
Additional information was provided by the initial reporter that there was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.6. And d.7. The manufacturer internal reference number is: (B)(4).